Event description:
The nurse walked into patient's (pt's) room to check on her and noticed IV line with alternating air portions and fluid all along tubing infusing into pt's IV in left acromioclavicular joint (ac). The IV was stopped immediately. The pt was complaining of chest throbbing most of shift, but no shortness-of-breath or sharp chest pains. The doctor (md) was notified. The machine was removed from pt's room and tagged.